Event description:
A valiant stent graft was implanted zone 3 in a patient for the endovascular treatment of a 5.3 cm diameter by 20 cm length thoracic aortic aneurysm approximately five years ago. There was severe aortic tortuosity. It was reported that during follow-up visits the aneurysm diameter measurements were as follows: at 1-month: 51 mm, 6-months: 52 mm, 12-months: 51 mm, 24-months: 51 and at 60-months it was approximately 57 mm; therefore, it was determined there was aneurysm enlargement. No additional clinical sequelae were reported. Review of returned films post-implant were non-contrast (through the stent graft), therefore the reported taa expansion, and evaluation of any possible endoleak, could not be performed. No obvious stent graft issues were observed. Please note that this model number tf3232c200xc is not approved in the united states; however, it is similar to the vamf3232c200tu which is approved in the united states.

Event description:
Additional information for this case. It was reported that the aneurysm expansion has been updated to not device or procedure related. This event has also been updated to a permanent adverse sequelae.

Manufacturer narrative:
(B)(4). Evaluation, method: (films). Evaluation, results: lack of information (unknown cause of aneurysm enlargement), inherent risk of procedure (aneurysm expansion). Evaluation, conclusion: lack of information (unknown cause of aneurysm enlargement).